Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. Vessel morphology was reported to be moderate calcification with mild tortuosity. It was reported that the bifurcated stent graft was successfully deployed, however upon removal of the delivery system from the patient, there was approximately 2 inches of the external iliac that came out with the delivery system. It was reported that the external iliac was 6 to 7 mm in diameter and the common iliac was 10 mm in diameter. Prior to the start of the case, the physician was aware of the tight access. The possibility of using conduit was discussed, but the physician elected against the use of conduit. The patient's blood pressure dropped. The physician inserted a reliant occlusion balloon, stopping the blood flow. The physician promptly extended the femoral access by performing a retro peritoneal cut down, exposing the left common iliac. The physician gained control of the blood flow by clamping the left common, external and femoral iliac and the patient regained stable blood pressure. The physician attached a dacron graft to the distal common iliac, and then utilized the dacron graft to delivery the iliac stent graft. Then the physician performed ilio to femoral bypass. No additional information was received and the patient is reported to be fine.

Manufacturer narrative:
Please note that this product (crs18350, lot no. I0405089) is not distributed in the united states but it is similar to the united states distributed product, cxs18350. Additional information received will be submitted within 30 days upon receipt.